Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation the rear response button was non-functional. The cause for the defective response button was a cut in the response button ribbon cable.    The root cause for the cut response button ribbon cable could not be positively identified. No adverse events occurred from the monitor malfunction.

Event description:
A us distributor reported that a monitor's response buttons were non-functional.